Event description:
Results of "7.7 mmol/l and 20.1 mmol/l" with a lifescan meter was performed within 10 minutes of each other. The control solution test failed on the first test and unknown result when they did a retest. The meter, test strips, and control solution were replaced.